Event description:
The fixator was applied on 12/21/98 to treat a fracture of the distal radius. Approx 2 weeks later it was noted that the ball joint had loosened. The fixator was tightened and reportedly loosened a second time. The fixator was replaced without further incident. There was no injury to the pt.